Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having cough,watery eyes, stuffed up nose, nasal/throat irritation or soreness. The patient also alleged having chest pressure due to which doctor prescribed him some medicine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient alleged having cough,watery eyes, stuffed up nose, nasal/throat irritation or soreness.the patient also alleged having chest pressure due to which doctor prescribed him some medicine. The device was returned to the manufacturer's product investigation laboratory for further investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Using known good psu and ac power cord, pil initialed therapy and airflow was provided, heated tubing and heater plate, heated. As per secondary findings reboot error caused by cpu, found in device logs. Observed evidence of water ingress on the blower and blower box, the dust/dirt and fibrous contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, the air inlet of the motor, and on the heat plate was inconsistent with degraded sound abatement foam contamination. The flip lid locking mechanism was damaged. The presence of contamination within the airpath suggests a source external to the device. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination observed. Humidifier contained large amounts of mineral deposits in the water chamber and there was evidence of water ingress in the blower box and on the heater plate the device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated.